Event description:
It was reported that the pace/sense portion of the lead was capped and replaced with a new lead, due to oversensing. The high voltage portion remains in use. Additional information was subsequently received reporting sensing difficulty, and the lead went bad. The patient had been seen about a month prior to the pace/sense portion of the lead being capped, due to the patient alert sounding for high impedance, which had also been observed twice before. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Other text : it was reported that the pace/sense portion of the lead was capped and replaced with a new lead, due to oversensing. The high voltage portion remains in use. Additional information was subsequently received reporting sensing difficulty, and the lead went bad. The patient had been seen about a month prior to the pace/sense portion of the lead being capped, due to the patient alert sounding for high impedance, which had also been observed twice before. No patient complications have been reported as a result of this event. No conclusion can be drawn. Impedance, high, oversensing. Device remains activated, sensitivity, defective device.

Manufacturer narrative:
(B)(4). Product event summary - the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The right ventricular pace impedance was steady at approximately 560 ohms through 2007-08-13, with spikes out of range on 2006-10-02, 02-05, 03-19, and 2007-07-02.

Event description:
It was also reported that the replacement pace/sense lead may now need to be replaced. The physician is considering using the pace/sense portion of the capped lead for the replacement. However, the pacing impedance is now lower than it was at the time it was capped. No patient complications have been reported as a result of this event.